Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a scratched display window.

Event description:
The customer reported that insulin squirted out. The displacement test was performed and passed. No further information was provided.